Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Caller reported aviva blood glucose results of 3.8 mmol/l, 15.5 mmol/l 5 minutes later, 9.2 mmol/l 1 minute later, and 6.4 mmol/l the same minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.